Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient had a primary hip put in on (B)(6) 2010. The patient fell at home causing a femoral fracture, causing a fracture around the hip stem, and creating a peri-prosthetic fracture. The patient went to the ER, prepped for surgery, and the femoral head accolade hip stem and x3 liners were removed. The liner was inserted and the femur was fixed using zimmer hip revision stem.

Manufacturer narrative:
An event regarding periprosthetic fracture following a patient fall involving an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient had a primary hip put in on (B)(6) 2010. The patient fell at home causing a femoral fracture, causing a fracture around the hip stem, and creating a peri-prosthetic fracture. The patient went to the ER, prepped for surgery, and the femoral head accolade hip stem and x3 liners were removed. The liner was inserted and the femur was fixed using zimmer hip revision stem.